Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed in responding to the customer's touch. Additionally, the battery gauge was observed to be fluctuating. There was no adverse impact to the customer's blood glucose level. Reportedly, the touch screen began responding properly and the customer was able to continue using the pump.